Event description:
It was reported that the customer was experiencing high blood glucose levels, and didn't know how to change the battery. It was stated that the customer was taken to the hospital for assistance with both issues. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.